Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred and the screen was flickering. A replacement pump was sent to the customer to resolve the issue. The customer used an alternative pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.